Manufacturer narrative:
Additional information was received for h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago                                              600 mts. Oeste de entrada, principal ave. Las americas, parque industrial       cartago, 30106 costa rica baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood backflow while using a clearlink system continu-flo solution set. This was observed during therapy with epoprostenol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.